Event description:
As reported by an edwards lifesciences italy affiliate, during a tpvr (transcatheter pulmonic valve replacement) procedure with a 26mm sapien 3 valve in a pre-existing 23mm edwards surgical valve, the balloon to the 26mm commander delivery system (ds) interacted with a pre-existing fractured stent located in the left pulmonary artery branch, and consequently the balloon ruptured. In response, contralateral access was opened to perform a post-dilatation, which was successful. However, some difficulties were encountered during withdrawal of the ds as it became stuck; ultimately, the ds was safely retrieved inside the non-edwards sheath, and the operating team ensured that no fragments were left behind. The procedure was successfully completed, and the patient did not suffer any injury and was stable.according to the provided device imagery, the following observations were made: balloon burst, working length and distal shoulder of balloon separated, distal tip separated, and separated piece visible (potentially balloon material).

Manufacturer narrative:
Primary unique device identification (UDI) number: (B)(4).the investigation is ongoing.